Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 10mm (xiitp5410) was returned for investigation. Visual inspection of the as returned product identified bone residue surrounding the threads from trephining. The internal drive feature of the implant is noted to contain the fractured screw piece, which is too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed for the screw. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause for the complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: d11: added concomitant device.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that an unknown biomet screw fractured. As a result, the implant had to be removed. Tooth location 30.